Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. The 3.00mm x 20mm x 135cm sterling mr balloon was inflated once and ruptured at 6atms. The procedure was completed with another device. No patient complications were reported and the patient condition is good.